Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side rupture and implant exchange due to concerns with the product. Device remains implanted.

Manufacturer narrative:
This record is no longer reportable to the FDA and will be un-reported.

Event description:
Healthcare professional reported the cause of the rupture was due to a "car accident". The event of rupture is not device related.